Event description:
It was reported via repair work order that the foot rest would not lock closed due to a broken release mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot rest would not lock closed due to a broken release mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot rest would not lock closed due to a broken release mechanism and the seat fabric had tears and fluid ingress due to rain damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-06437.

Manufacturer narrative:
Second follow-up submitted as previous follow-up was sent in error. This complaint was not previously reported in medwatch #0001831750-2013-06437. Further investigation determined the seat fabric had tears with fluid ingress due to rain damage. Unit to be scrapped, not repaired and returned as previously reported.